Manufacturer narrative:
See d4 lot number . Complaint has been evaluated and is similar to previous report number ; 1644408-2020-00978, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to infection.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number (B)(4); (B)(4), (B)(4) - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.